Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during routine follow-up this pacemaker (implanted (B)(6) 2013) was found to be in safety mode. The device was replaced on november 3, 2025, and is expected to be returned. No additional adverse patient effects were reported.